Manufacturer narrative:
The reported event was confirmed as manufacture related. Visual inspection noted one temperature sensing catheter was received without the original packaging. No obvious defects were noted. The catheter was received with solution in the balloon. The solution was removed, and then attempted to re-inflate with 3.5 ml methylene blue solution (3 drops 1% aq methylene blue per 100 ml distilled water). Only a small amount was able to be added to the balloon, and then no more solution was added. The balloon was then dissected, and it was found that the inflation notch was not fully perforated. The catheter was measured to be 10 fr. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be inadequate pressure on the machine to punch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone balloon foley catheters. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that it was difficult to deflate the balloon during pretest.